Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the associated device would not go into sync mode using these attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The pads were received stuck together without the styrene liners. The pads were separated and a small burn mark was observed on the tin of the posterior pad indicating therapy was delivered. The electrode pads passed all continuity testing and were scrapped after the evaluation. The customer was sent replacement pads. The clinical log file was not available to review as part of this investigation. No trend is associated with reports of this type.